Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for elevated sensing integrity counter (sic) and impedance variation.  It was noted the right ventricular (rv) lead exhibited spikes in pacing impedance.  It was additionally noted that an implanted competitor device was causing the elevated sensing integrity counter (sic).  It was indicated that ventricular oversensing was seen on stored electrograms (egm).  The rv lead and implantable cardioverter defibrillator (ICD) remain in use.  No patient complications have been reported as a result of this event.